Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Vessel morphology at the time of implant is unknown. During a recent routine follow up, a proximal type I endoleak was seen. The patient currently has lung cancer that was the reason for attempting the original case with minimal proximal landing zone. After consulting with the oncologist, the long term prognosis has improved and the decision was made to repair the proximal type I endoleak via a hybrid arch repair. The physician performed a full arch debranching via median sternotomy. The original stent graft was relined with two valiant thoracic grafts from an antegrade approach. The physician sewed a side port on and the stent grafts were deployed. A valliant 38x38x200 was implanted down the descending thoracic aorta and a valiant 46x46x200 was implanted from the transverse arch to the ascending. The stent grafts were modelled with a reliant balloon. The post angiogram showed no endoleaks or graft abnormalities. No additional clinical sequelae were reported and the patient is fine.